Event description:
A distributor reported that a customer in france experienced an issue with a broken screen. The pump turned on, but the screen remained black and unresponsive. There was no reported adverse impact to the customer's blood glucose level. The distributor has requested the return of the affected pump to perform further checks, and a replacement pump has been arranged.